Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an unknown procedure performed on (B)(6) 2015. According to the complainant, the package was ripped and sterility was compromised. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned capio slim revealed that the device was outside the package. The pouch was found to be ripped, opened, had signs of seals and signature of sealed process. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that a capio slim was used during an unknown procedure performed on (B)(6) 2015. According to the complainant, the package was ripped and sterility was compromised. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.